Event description:
It was reported by the rep that (1) tlc55 was used during an open ileocolectomy procedure. It was reported that the surgeon placed the tlc75 across the bowel, closed the instrument, attempted to fire, and the instrument would not fire. The case was completed with another instrument and there was no pt consequence.